Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "failure" was confirmed as failure code 810:11 during product evaluation. This condition was not reproduced. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Should additional information become available, a follow-up medwatch will be submitted. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "failure code ". This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).